Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the u/d and the r/l pulley wires fluid damage, the lcb (light carrying bundle) fluid damage, the electrical pin connector fluid damage, the lcb (light carrying bundle) broken, the objective lens broken, the light guide cable buckled, the suction channel buckled, the objective lens cracked, the mechanical base plate corroded, the lg connector corroded, and the bending rubber leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).